Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted slight distortion; oval shaped. Note: a sizer to valve measurement comparison cannot be made without the actual sizer used in the procedure. The valve was discolored showing evidence of blood contact. Note: distortion, as observed in historical events, appeared consistent with a sizing issue (ppm) and/or squeezing the stent in excess. Two small needle holes in the sewing ring adjacent to the non-coronary cusp showed placement of initial implantation sutures. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets and commissures were intact. Conclusion: the device history review of this valve was reviewed and no anomalies were noted that would have impacted this event. The size of the valve was determined by the outer diameter of the stent. For a size 25mm valve, this dimension is 25mm + 0.5mm. This dimension on the as-received device was measured as: 24.84 mm x 26.02 mm. The above measurements were taken per engineering specification. Based on visual inspection, the valve appeared to exhibit slight distortion and was verified by the minor differences in the diameter measurement (24.84mm x 26.02mm). The actual sizer used in the procedure was not available for analysis, therefore a current sizer of the same model and revision was measured per engineering drawing to verify the sizer dimension as compared to the as-received 25mm mosaic device. Based on the information, we are unable to determine the cause of the reported clinical observation. The as-returned valve was determined to meet engineering specifications for a size 25mm device. Although the actual sizer used in the procedure was not available for analysis, the dimension of a current sizer of the same model and revision was verified to match with the as-received valve. (B)(4). (B)(6).

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the patient was sized for the valve, but when the valve was lowered down into the annulus, the valve was too large. The valve was abandoned and returned for laboratory analysis. The replacement valve was of the same model, but a 23mm.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the patient was sized for the valve, but when the valve was lowered down into the annulus, the valve was too large. The valve was abandoned and was returned for laboratory analysis.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental repot will be submitted. (B)(4).